Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would restart during an attempt to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(6) for evaluation. The customer's report was observed during review of the device activity logs. The device was put through extensive testing including bench handling and full functional testing without duplicating the report. The customer declined repair of the device and the device was scrapped at zoll (B)(6). Review of the device logs showed several instances where the device restarts that were consistent with the customer's report. Analysis of reports of this type has not identified an increase in trend.